Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts within the first four distal rows that were damaged and pulled distally towards the distal markerband. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. After a guide wire crossed the lesion, pre-dilatation was performed with a 1.5mm balloon catheter. After that, the guide wire fell out from the main vessel. The physician attempted to re-cross the guide wire; however, a previously implanted stent in the lad was one strut out from the left main (lm) side and the guide wire lost its way inside the stent struts of the previously implanted stent. Despite this, a 2.25 x 38 synergy¿ drug-eluting stent was advanced and failed to cross the lm area even after several attempts. The device was removed and it was noted that the proximal part of the stent was damaged. The guide wire was re-crossed, performed dilatation with a 2.0mm non-bsc balloon catheter, and completed the procedure with a 2.25 x 32 synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending (lad) artery. After a guide wire crossed the lesion, pre-dilatation was performed with a 1.5mm balloon catheter. After that, the guide wire fell out from the main vessel. The physician attempted to re-cross the guide wire; however, a previously implanted stent in the lad was one strut out from the left main (lm) side and the guide wire lost its way inside the stent struts of the previously implanted stent. Despite this, a 2.25 x 38 synergy¿ drug-eluting stent was advanced and failed to cross the lm area even after several attempts. The device was removed and it was noted that the proximal part of the stent was damaged. The guide wire was re-crossed, performed dilatation with a 2.0mm non-bsc balloon catheter, and completed the procedure with a 2.25 x 32 synergy¿ stent. No patient complications were reported and the patient's status was good.